Manufacturer narrative:
The p-cap or reservoir locked properly during testing. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The p-cap or reservoir locked properly during testing. No pump error 37 noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm during bolus delivery. Customer was able to clear the alarm and able to complete rewind. Self-test and displacement test passed. The alarm occurred secondly after 4 days. No harm requiring medical intervention was reported. The device will be returned for analysis.